Event description:
Coil would not go forward in patient and deploy. No patient harm occurred. Vendor notified. Manufacturer response for fibered detachable coil system, embold fibered detachable coil system (per site reporter).